Event description:
Boston scientific received information that during a routine follow-up, this pacemaker was found to have declared end of life (eol) on (B)(6) 2011 with a magnet frequency of 85 bpm with 0.5 years longevity remaining. Before the follow-up, it was noted that on (B)(6) 2011 the device had a magnent rate of 90 bpm with 1.5 years of longevity remaining. Premature battery depletion was suspected. A revision procedure was performed; the device was replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.